Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation, as the device was discarded after removal. A lot history review (lhr) of reva1081 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that during insertion, patient developed facial flushing, shortness of breath, chest heaviness and had a lot of anxiety. Symptoms resolved quickly.